Manufacturer narrative:
The reporter's meter was returned for investigation. Upon investigation of the returned meter, a defect in the circuit board or an electronic component of the circuit board was found. The device showed no evidence of customer mishandling or contamination that could lead to the observed issue. The display was checked by installing it into a working device. No issues were observed.

Manufacturer narrative:
The customer removed the batteries and cleaned the meter contacts. No debris was seen. The customer reinserted the batteries but the power issue was not resolved. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter had an issue with the display of the coaguchek xs meter that could lead to a misinterpretation of results. The customer stated the display was incomplete and then the device turned off and now will not turn on. The customer stated the meter powered on briefly earlier on the day of the event and was missing segments from results area of display and from the rest of display. There was no actual misinterpretation of results.